Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that explant was discussed but the pump remained implanted. It was noted the patient's pain was currently well controlled with oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone [2.5 mg/ml] at a dose of 0.1651 mg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that a motor stall occurred along with a "stopped pump period may exceed tube set" message. It was confirmed the patient did not have an MRI (magnetic resonance imaging) and that there were no electromagnetic interference (emi) or magnetic sources present. It was noted that the pump had already been permanently disabled. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.